Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred after a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 189 mg/dl. Reportedly, the malfunction alarm was cleared, the customer was able to reload the same cartridge, and resume insulin delivery.